Event description:
It was reported that the catheter tip peeled off and was retrieved by snare. The target lesion was located in the moderately tortuous and severely calcified artery anterior tibial artery (ata). A 90cm rubicon 18 was selected for use. During procedure, a .014 non-bsc wire was exchanged to 300cm v-18 wire with the rubicon support catheter. V-18 wire was positioned distally, and the catheter was removed. However, the catheter did not move up and the tip peeled off and became stuck in the ata. Subsequently, a snare catheter was tried to channel down but there were a lot of restrictions as the angle of the lesion was acute and the proximal part of the trifurcation was perforated. A larger sheath size and a covered stent were then used to stop the perforation. Then, the rubicon catheter tip was retrieved using a snare catheter. Balloon angioplasty was completed, but the flow was not ideal as the diagnostic run. The procedure was stopped, and the puncture point was closed. No further complications were reported and the patient was stable. It was further reported that a 9-15mm x 120cm non bsc snare system was used to retrieve the tip of the rubicon catheter.

Manufacturer narrative:
A1. Patient identifier- (B)(6). A2: age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for evaluation. Visual examination of the device showed damage in the form of stretching, kinks and a separation. The separated component showed multiple kinks. The separation was located 14cm from the tip. A .018 test guidewire was inserted into the catheter shaft through the hub end. The guidewire transcended through the shaft until the stretched area where the guidewire stopped. The location of the stretched area was 73cm from the hub. Inspection of the remainder of the device apart from the observed damage, revealed no other damage or irregularities.

Manufacturer narrative:
Patient identifier: (B)(6). Age at time of event: 18 years or older.

Event description:
It was reported that the catheter tip peeled off and was retrieved by snare. The target lesion was located in the moderately tortuous and severely calcified artery anterior tibial artery (ata). A 90cm rubicon 18 was selected for use. During procedure, a .014 non-bsc wire was exchanged to 300cm v-18 wire with the rubicon support catheter. V-18 wire was positioned distally, and the catheter was removed. However, the catheter did not move up and the tip peeled off and became stuck in the ata. Subsequently, a snare catheter was tried to channel down but there were a lot of restrictions as the angle of the lesion was acute and the proximal part of the trifurcation was perforated. A larger sheath size and a covered stent were then used to stop the perforation. Then, the rubicon catheter tip was retrieved using a snare catheter. Balloon angioplasty was completed, but the flow was not ideal as the diagnostic run. The procedure was stopped, and the puncture point was closed. No further complications were reported and the patient was stable.